Manufacturer narrative:
Internal complaint - (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25141506, the only lot shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester complained that the hemopro jaws were getting "caught up" on the inside of the harvesting tool when the jaws were retracted inside. They noticed this only on vh-3500 and on a regular basis. They were able to complete the case without incident, but the catching was noticeable. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester complained that the hemopro jaws were getting "caught up" on the inside of the harvesting tool when the jaws were retracted inside. They noticed this only on vh-3500 and on a regular basis. They were able to complete the case without incident, but the catching was noticeable. The hospital did not report any patient effects.